Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010; inr: 2.0, 1.1, 1.7. (B)(6) 2010; 5.5, 2.0, 3.6. (B)(6) 2010; 5.2, 5.6. Pt's doctor increased her dosage due to results received on (B)(6) 2010. Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 5.2, 5.6; lab: 3.2, 3.2. Pt's therapeutic range: 3-3.5 inr.

Manufacturer narrative:
Investigation pending.